Event description:
Per the clinic, the patient experienced a skin breakdown and subsequently was treated with oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on may 02, 2023.